Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was sometimes dead without prior low battery alert. The customer's blood glucose value was unknown. The insulin pump rejected multiple batteries, had multiple no delivery alert and sometimes flow while priming instead of dripping. The insulin pump will not be returned for analysis.